Event description:
Another incident with the malem alarm. The first alarm I bought for my son had a defect. The alarm would heat up on battery insertion. It seemed like a manufacturing defect and I informed (B)(6) from where it was purchased. I returned the first one and received the second one, a replacement, but it's doing the exact same thing. I forced my daughter to wear the alarm at night even when it was warm to touch thinking this may be normal. Within 20 minutes, she pulled it out and I noticed that it was so hot that I could not hold it in my hand. I could have easily burnt my fingers let alone my daughter burning herself at night. I have discontinued the alarm and sent it back. This device is dangerous for children or any one else who will use it. If it removed, it can burn children at night.